Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a case was initially attempted using a loaner automated impella controller (aic). During purge priming, a yellow alarm stating ¿purge fluid not detected¿ was displayed, despite the purge bag being properly spiked and the purge cassette properly connected. The aic was exchanged for another controller, and the case proceeded without further issue. A subsequent mock case start was performed using the loaner aic, during which the same alarm was observed. The alarm was bypassed by selecting ¿ok,¿ after which the purge tubing was reported to continue priming appropriately. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
Updated information: d3 MFR fax number added. H6 component code changed to g07001. The investigation for the purge fluid not detected has been completed. The cause of the reported ¿purge fluid not detected¿ issue on ic8728 could not be conclusively determined due to the inability to reproduce.

Manufacturer narrative:
This follow-up report is being submitted to document that the device has been returned to the manufacturer for investigation. Section d9 has been updated to reflect that the product was returned for investigation.